Manufacturer narrative:
The patient weight was not provided. (B)(4). Approximate age of device ¿ 13 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2016. It was reported that the surgeon experienced issues positioning the inflow conduit during implant leading to poor positioning in a patient with a small heart. Low flow alarms began in the ICU immediately after implant. An echocardiogram showed that the inflow conduit positioning was incorrect as the inflow conduit was pointing directly at the septum. On (B)(6) 2016, the patient's pump was explanted.

Manufacturer narrative:
The pump was not available for evaluation. The report of low flow alarms and inflow conduit malposition cannot be confirmed as no log files or images are available. It was reported that the patient had a small heart and the inflow conduit had been in a sub-optimal position since implant. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.